Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed through remote transmission. Programming changes were recommended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited continued post-paced t-wave oversensing. Programming changes were discussed. No intervention was reported. The patient was stable throughout.